Event description:
It was reported while transporting a patient down a flight of stairs a bolt in the seat frame allegedly came loose from the frame resulting in unintended movement of the chair. The patient was not injured but a medic did sustain a minor injury. Details of the alleged injury were not disclosed. The chair was returned to the manufacturer for a visual and functional evaluation. The reported issue was confirmed. The chair was repaired and returned to the customer.